Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. The complaint of failed calibration was received on (B)(6) 2017. During the investigation completed on march 3, 2017, it was found that the gear pin that held the gear to the shaft sheared off. (B)(4). Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 2.5nm torque limiting handle failed calibration. The issue was identified during service and repair activities of the evaluation set. There were no issues reported by the customer. No patient involvement. This is report number 1 of 1 for complaint (B)(4).